Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Representative replaced capacitors and backlight. The unit was calibrated and ran diagnostics to factory specifications.